Manufacturer narrative:
(B)(4) the customer returned one unit 528236 visistat 35 w non-sterile for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler appears typical. The staples are properly aligned. The stapler was returned with 28 staples left in the cartridge indicating that 7 staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple was able to properly form in the stapler and release with no issues. This was repeated two more times with success. However, one of the staples was misaligned when it formed. The fourth staple did not form correctly as only one side of the staple was loaded into the forming tool. No staples would fire from the stapler for the next few attempts. Finally, the fifth staple fired with the same loading problems as the fourth staple. At this time, it was noticed that the staples became misaligned. The stapler was disassembled and it was found that one side of the saddle spring was out of place. It could not be determined what caused it to other remarks: be out of place. However, this is the cause of the staples becoming misaligned. Since some staples were able to be successfully fired, it is unlikely that the spring was assembled incorrectly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the saddle spring to get out of place. The device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "stapler gets stuck" was confirmed based upon the sample received. The first three staples were able to load and release from the stapler, although one was misaligned. The fourth staple was unable to properly form in the stapler. After a few unsuccessful attempts at firing another staple, a fifth staple was finally fired. However, it did not form correctly. The staples became misaligned which is preventing the staples from moving down the track into the forming tool correctly. The sample was disassembled and it was found that one side of the saddle spring came out of place. This would prevent the staples from being moved down the track into the forming tool and also cause the staples to become misaligned. It could not be determined what caused the saddle spring to become dislodged. The stapler was returned with 28 staples left in the cartridge indicating that the stapler was fired 7 times by the end user. The device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
After stapling three times or more the stapler gets stuck and the staples are difficult to hook. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w non-sterile, lot #73c1600392 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
After stapling three times or more the stapler gets stuck and the staples are difficult to hook. The patient's condition was reported as unknown.